Event description:
It was reported that during interrogation in clinic it appeared the patient had multiple pump off alarms, no external power alarms as well as some low flow alarms with associated low speed advisory alarms. The patient remembered a few alarms but reported no driveline disconnects that would cause a pump stoppage. Log files were sent for review. Technical services stated the observed alarms were associated with events prior to connection to the ventricular assist device (vad). It was noted that this was typically seen on recently connected system controllers as there will always be some data recorded during testing and the manufacturing process. Additionally, a no external power event was recorded on 30jun2025 at 16:58:28 while connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On (B)(6) 2025 at 16:58:33, the log file captured a no external power alarm while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm threshold. The alarm resolved on (B)(6) 2025 at 16:58:39 when power was restored to both power cables. The backup battery supported the system without issue during this event. This series of events is consistent with a loss of power to the mpu. The no external power event did not impact the system controller¿s ability to support the pump. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the reported event, if the mpu was exchanged, and if the mpu would return; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, heartmate 3 patient handbook, rev. An are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 IFU section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.